Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: pelvic cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain"), autoimmune disorder ("autoimmune disorder"), arthralgia ("joint pain") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, abdominal pain, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, vulvovaginal pain, autoimmune disorder, arthralgia, alopecia and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, device dislocation, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: she is not currently planning for essure removal. Discrepancy noted as essure insertion date: (B)(6) 2014. There were 2 coils noted on the right side and 1 coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: date and result not provided. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality-safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: pelvic cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient underwent hysterosalpingogram test. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), autoimmune disorder ("autoimmune disorder"), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), alopecia ("hair loss") and arthralgia ("joint pain") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, pelvic pain, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, heavy menstrual bleeding, alopecia, weight decreased and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, device dislocation, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: she is not currently planning for essure removal. Discrepancy noted as essure insertion date: (B)(6) 2014. There were 2 coils noted on the right side and 1 coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: date and result not provided. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Reporter were added and case became medically confirmed. Rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: pelvic cavity'), genital haemorrhage ('heavy abnormal bleeding') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient underwent hysterosalpingogram test. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), alopecia ("hair loss") and arthralgia ("joint pain") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, pelvic pain, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, alopecia, weight decreased and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: she is not currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: date and result not provided. Most recent follow-up information incorporated above includes: on 21-may-2019: new pfs received- events- abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), autoimmune disorder, migration of essure device location of device: pelvic cavity, hair loss, weight loss and joint pain were added. Reporter information and dob and insertion date was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.